Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. Insulin pump received with stripped battery cap coin slot(p), minor scratched liquid-crystal display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was able to lock in place and plastic piece occasionally breaks off when removing reservoir. Customer's blood glucose level was unknown. Customer also stated that the plastic clear screen has multiple scrapes. The device will not be returned for analysis.